Event description:
During a cardiac catheterization via transthoracic approach and balloon dilation of the patient's stent in the interatrial septum using a 12 mm x 2 cm balloon, the balloon burst. Prior to the balloon burst, a 4 french straight catheter with a 0.035 nimble wire were crossed through the lumen of the stent. Through the catheter, a 0.014 grand slam wire was placed in the left atrium. Over this wire, a 12 mm x 2 cm tyshak ii balloon was advanced to the stent. The stent was inflated multiple times with an increase in the diameter of the initial waist to approximately 8 or 9 mm. During the last inflation the balloon burst at an inflation pressure of 3 atmospheres. The broken balloon was removed with some difficulty. The patient developed a right hemothorax; a pigtail catheter was placed and 40 ml of blood was drained. Patient was stable and returned to the ccu in good condition.